Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed or duplicated during functional testing. The returned battery passed all visual and functional testing. Failure analysis of the battery revealed that the device passed visual examination and functional testing. The average discharge rate for (B)(4) was 11.9% per hour based on log file analysis. This suggest that (B)(4) will reach 25% of battery capacity in approximately 6 hrs, which is within the expected range. Functional testing also revealed that the battery was able to provide power to a controller with no interruptions. Additionally, the battery's led indicators were displaying the capacity properly. The battery's cell pairs were tested and the results did not reveal any anomalies. Based on these findings, the reported event could not be confirmed or replicated during testing; the battery passed functional testing. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that a patient noted that his controller was not recognizing a fully-charged battery after less than one hour. The site reported that the battery would switch to the other power source before the battery capacity had reached one red bar on the controller. The event was not associated with a controller alarm. When the patient pressed the battery capacity indicator it showed that the battery had no remaining power. The site was unable to clarify whether the battery was tested on other ports of the battery charger. The battery was exchanged with no reported patient consequence. Of note, when the battery capacity indicator was pressed on the exchanged battery, it then showed that it was a fully charged battery.